Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8781, serial # (B)(4), implanted: (B)(6) 2015, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 500 mcg/ml fentanyl at 200 mcg/day via an implantable pump for non-malignant pain. It was reported that the pump and catheter were replaced on (B)(6) 2016 due to a suspected leak in the catheter. The patient's symptoms and event date were unknown. The pump and catheter were to be sent back for analysis. It was also noted that "a while back" the patient had a reaction to prialt, which was in the pump. The drug was then changed from prialt to fentanyl.

Manufacturer narrative:
Continuation of d11: product ID: 8781, serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. H3: analysis of the catheter revealed no significant anomaly. The catheter was returned incomplete / in segments and met acceptable testing. As per the pump¿s log, the pump administered fentanyl citrate with concentration 500.0 mcg/ml at a dose rate of 300.20 mcg/day as of (B)(6) 2016. Analysis of the pump revealed no anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The additional information indicated that the information in manufacturer's report number 3007566237-2016-04095 is the same event. [Information was received from a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for an unknown indication. The case was scheduled as a catheter replacement and while the patient was under the doctor decided to replace the pump as well. A backup pump was provided by the rep and the doctor signed the certificate. Further information was not provided.] The pump replacement was not an emergency. The patient started experiencing the suspected leak approximately a week prior to the replacement. It was unknown what symptoms the patient experienced. It was later reported that the patient did not experience any symptoms. A dye and rotor study were performed, however the cause of the suspected leak was unknown and could not be verified. It was noted the suspected leak had been resolved. The rep was waiting to get the pump back from pathology and would send it in when he received it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.